Event description:
It was reopened that this lead was capped due to product performance issue. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).